Manufacturer narrative:
The outflow graft thrombus is captured under MFR# 2916596-2018-01520. Device unique identifier (UDI)-(B)(4). Approximate age of device- 1 year and 9 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient suffered from a frontal ischemic stroke. The patient had a large outflow graft thrombus and pump stoppage. The patient was discharged home and with hospice. No additional information was provided.